Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 500cc mentor smooth round moderate plus profile memorygel breast implant, catalog: 3505001bc, lot: 6505670, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision with two 500cc mentor smooth round moderate plus profile memorygel breast implants experienced left sided rupture post procedure. Patient heard a pop while bending down and went to the ER. A health care professional performed a CT scan and confirmed left sided rupture. Furthermore, patient is experiencing pain on the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Correction: patient code 3191 "anisomastia" was erroneously added in initial report submitted on 8/22/2019.